Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. For this reason, terumo references eval codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that after the procedure, it was noticed that the shunt sensor had leaked. The product was not changed out. There was no delay, and the surgery was completed successfully. There was 1cc of blood loss.